Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a pump that uses too much power / is blocked (or too slow). The heating side was normal but the cooling side was not flowing, therefore the customer tried restarting the power several times without success. The issue occurred at setup. The customer replaced the affected unit with another one and proceeded with the surgery. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the error that appeared was related to the cardioplegia side of the device. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is re-assessed as not reportable. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, cardioplegia bridge, distributor board and main circuit board (cpu) were replaced. Temperature calibration was performed after replacement. Subsequent functional verification testing was completed without further issues and the unit was returned to service.